Event description:
Attorney reports: in 2003 - the patient underwent a hernia repair procedure with implant of a composix e/x mesh patch. Five months later - the patient underwent surgery to remove the mesh patch. The patch was noted to be infected and densely adhered to the fascia, the mesh was curled up. The omentum had to be dissected free of the mesh. The patient had to undergo many months of home health nursing to treat the wound infection and has been left with a disfiguring wound. The patient continued to experience abdominal pain and discomfort.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.